Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issues was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded an image with only magenta or green color. The image also has linear scratches. This is attributed to the damage to the charge couple device (ccd) unit in the device connector. Other observations for the device: adhesive of the distal end rubber coating (a-rubber) is chipped; video connector is deformed; and a-rubber has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of strange color of the image. There is no harm to any patient due to this event. Upon evaluation of the returned device, it was observed that the device yielded an image with only magenta or green color. The image also has linear scratches. This is attributed to the damage to the charge couple device (ccd) unit in the device connector. This medwatch is being submitted for the image colors being magenta and green as observed during the device evaluation.

Manufacturer narrative:
Available additional information has been received for this event from the customer. Correction in b5 and h10 for information available at the time of initial submission but not included. This supplemental report is being submitted to provide this information. Correction: the device was sterilized prior to being sent in for repair.

Event description:
Addendum on apr 12, 2023: the customer reported event of strange color occurred during a procedure. The procedure was completed with same device. Correction on apr 12, 2023: the intended procedure was completed without any delay. At the facility, the devices are inspected prior to use.